Manufacturer narrative:
The system's alarm trace was reviewed and several alarms were observed that might be related to insufficient sample quality. A general reagent problem was excluded because the qc prior to the event was within range. The investigation did not identify a product problem.

Event description:
There was an allegation of questionable elecsys hcg+beta results for patient samples. Details regarding the analyzer module were not provided. Ten examples were provided: sample 1: the initial result was 32.65 miu/ml. On (B)(6) 2024 the sample was repeated and the result was 0.100 miu/ml with a data flag. Sample 2: the initial result was 57.26 miu/ml. On (B)(6) 2024 the sample was repeated and the result was 0.100 miu/ml with a data flag. Sample 3: the initial result was 27.43 miu/ml. On (B)(6) 2024 the sample was repeated and the result was 0.100 miu/ml with a data flag. Sample 4: the initial result was 80.62 miu/ml. On (B)(6) 2024 the sample was repeated and the result was 0.100 miu/ml with a data flag. Sample 5: the initial result was 11.73 miu/ml. On (B)(6) 2024 the sample was repeated and the result was 0.100 miu/ml with a data flag. Sample 6: the initial result was 11.43 miu/ml. On (B)(6) 2024 the sample was repeated and the result was 0.100 miu/ml with a data flag. Sample 7: the initial result was 22.9 miu/ml. On (B)(6) 2024 the sample was repeated and the result was 1.34 miu/ml. Sample 8: the initial result was 13.91 miu/ml. On (B)(6) 2024 the sample was repeated and the result was 0.100 miu/ml with a data flag. Sample 9: on (B)(6) 2024 the initial result was 5.40 miu/ml. The sample was repeated and the result was 238.3 miu/ml. Sample 10: on (B)(6) 2024 the initial result was 7.59 miu/ml. The sample was repeated and the repeated result was 0.100 miu/ml with a data flag. The samples were from patients who were not pregnant. The samples were used for drug testing at a clinical research organization.

Manufacturer narrative:
The analyzer details were not provided. The calibration and qc were within specification. The investigation is ongoing.